Manufacturer narrative:
(B)(4). Date sent: 10/12/2023. D4: batch # unk. B3: exact event date unk, entered (B)(6) 2023 as only the year was provided. An analysis of the product could not be performed since a physical sample was not received for evaluation. The lot/ batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm if leaks were seen intra operatively or post operatively. Provide a time line of events. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Please provide detailed description of leaks and finding in reoperation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, an anastomotic leak with opening of the 1.5cm staple line in the bypass procedure, corresponding to the third and fourth shot of the device refill, when making the gastric pouch. They had to be reoperated using hemostatic sponges and sutured with suture to close the anastomosis. No delay in surgery occurred. Patient consequences reported were inflammation and re operation to resolve the anastomotic leak.